Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unusable, after which the user was unable to operate the device and the pump was shut down; a replacement pump was arranged and the user was instructed to return the original, sync data via the mobile app, and follow standard shutdown steps. Symptoms included no injury and no clinical effects. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring via dexcom g7. Investigation included review of complaint details, product history review, and instructions to return the device for evaluation. Investigation of this case revealed physical damage to the display consistent with a cracked screen and inability to use the touchscreen. It was concluded that the device experienced a mechanical/display failure due to damage, with user risk mitigated by continued cgm use and device shutdown.